Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the left ventricular (lv) lead had revealed high capture thresholds due to the patient falling over. No other lead abnormalities were reported. The lv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.